Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window product advisory population, declared elective replacement indicator (eri) after approximately 51 months of implant. The device remains implanted and in service approximately two months after eri declaration, with a current battery monitoring voltage of 2.37 v and a charge time of 22 seconds. The possibility of premature battery depletion was discussed.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this event. The boston scientific technical services department recommended replacing the device as soon as possible. This event will be updated if any additional information becomes available.